Manufacturer narrative:
On 9/13/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during analysis of the sample a crease was observed in the posterior view. Within crease a tear was observed, measuring approximately 9.0 cm. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel -filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 550cc, catalog number 3505504bc, serial number (B)(4), lot number 6817600. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 550cc and experienced rupture and capsular contracture baker grade unknown on the right side. As a result, the patient will undergo removal and replacement with on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, additional information was received indicating the baker grade was iii. The patient underwent removal and replacement with mentor memorygel breast implants 700cc, catalog number shpx700, lot number 7746118 (l) and 7745054 (r). Manufacturer¿s reference number: (B)(4).